Event description:
According to the customer, the handle is loose even after the end user tried to tighten it on the transfer bench. The rivets that secure the handle to the frame are loose.

Manufacturer narrative:
According to the customer, the handle is loose even after the end user tried to tighten it on the transfer bench. The rivets that secure the handle to the frame are loose. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.